Manufacturer narrative:
Discomfort was reported following the implantation of this biotronik device. Therefore, the received device was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were reinvestigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion, there was no indication of a material or manufacturing problem.

Event description:
Patient reported discomfort and requested this device be explanted. There is no indication that a new device has been implanted. Should additional information be received, this file will be updated.